Event description:
Pt was getting fluids, d5w at 50 ml/hr. Bag changed at 0126 when checked at 0300, the drip was running too fast more fluid was gone from the bag than should have been when set at 50 ml/hr, immediately switched out alaris brain and channel, replaced with new one. FDA safety report ID# (B)(4).